Event description:
Related manufacturer reference number:2017865-2022-37829, related manufacturer reference number:2017865-2022-37831. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead and implantable cardioverter defibrillator exhibited noise. During lead revision procedure externalized conductors were noted on right ventricular lead. The atrial lead and device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported field event sensing anomaly could not be confirmed. As received the device was at elective replacement indicator (eri). Telemetry, impedance, sensing, pacing, and high voltage output functions and longevity analysis was normal with no anomalies found.